Event description:
It was reported that: "drill bit broke while drilling baseplate holes, became fixed in baseplate trial 2 pieces, no incident."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.